Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor experienced an anomaly. The customer's blood glucose was 12.0 mmol/l. The caller stated that the needle housing did not retract the needle into the needle hub, causing issues with the sensor not working properly. The customer's father stated that when he tried to take the needle out, they would not come out. He noted that he had to squeeze on the side to release. He noted that the issue of the needle not retracting occurred with the last 2 sensors. He stated that the needle remained sticking out with the plastic handle until he tampered with it, causing it to retract thereafter. The sensor was used in the lower back above the buttock cheek, which was considered off-label use. The caller was advised to run a test plug procedure, which passed. The customer was advised that the sensor may not have been working or may have been dislodged, bent, retracted, or damage. The caller was advised that the sensor would be replaced.